Event description:
It was reported to philips that the angle of view was not displayed correctly on flexvision due to electronic record update on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised the customer to adjust terminal settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).